Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not appropriately detect and treat a patient's arrhythmia and was explanted 72 hours post-op.